Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Initial reporter elected not to be identified. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that during an ablation procedure, the patient experienced burns that in the region of the rf electrode.